Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 300 mg/dl. System check was performed with tandem technical support and no issues were identified; however a replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.